Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in stating they wanted to see when their warranty ended on their pump. Customer also stated they have been having to many lows and when they turn off their sensor feature they start to experience to many highs. Customer treated low blood glucose with grape or apple juice. Patient has been experiencing low blood glucose levels for a month now. Customer was in ER as a result of low blood glucose. Customer is alleging possible insulin pump over delivery. Customer actions prior to event: none. Troubleshooting was performed. Advised customer the insulin pump needs to be replaced. Customer does not want to get the pump replaced because he is trying to get an upgraded pump and he is working with his doctor for that. Advised to discontinue use of the pump.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with minor scratched display window and case.